Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. A visual evaluation of the returned device revealed the stent was loaded on the delivery system via the suture and was covered in residue. The suture assembly was twisted/tensed/wrapped around the proximal barb of the stent. The proximal end of the push catheter was buckled and broken. The distal end of the guide catheter had a kink/bend (suture impression). The distal piece remained inside the push catheter assembly. The suture was broken to remove the stent and evaluate the distal end of the guide catheter. The guide catheter could not be removed from the delivery system. There were no damages observed on the stent. The proximal piece of the guide catheter with the hub was not returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the biliary duct of a male patient (patient age and weight are unknown). During the attempt to deploy the stent, the suture would not release the stent for deployment. The procedure was successfully completed with another flexima biliary stent system. There were no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.